Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients right atrial (ra) lead exhibited a lead safety switch (lss) shortly after a new device was implanted. The patient who has chronic atrial fibrillation, had the programming changed which may alleviate the issues. To date, no adverse patient effects have been reported.